Manufacturer narrative:
No button error alarms were noted during testing. The device was received with intermittent button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 180 mg/dl. Nothing further reported.